Event description:
The plaintiff alleges that during employment as a nurse, the plaintiff wore and was continuously exposed to antigenic natural latex proteins in latex gloves, the plaintiff alleges that in 1999, following a rast test, plaintiff was diagnosed as being allergic to latex. The plaintiff also alleges that has become sensitized to latex, and is now subjected to increased health risks. Furthermore, the plaintiff alleges that as a result of this sensitized to latex, the plaintiff is subject to an increased risk of anaphylactic reactions to latex products. The plaintiff further alleges that the plaintiff has suffered substantial injury, pain and suffering as well as economic loss. Finally, the plaintiff's spouse alleges that has suffered the loss of support, services and companionship of the spouse.